Event description:
It was reported that during the implant procedure the physician was unable to remove the guidewire from the lead. The lead dislodged and was withdrawn from the patient. The guidewire did not advance or withdraw from the lead when placed on the scrub table. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. There was blood on the sty let/guidewire. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.